Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code appropriate term / code not available was used as there were no device related clinical symptoms observed.

Event description:
It was reported that the patient with this right atrial (ra) lead had an entire system replaced due to device pocket came out. The patient was seen by their general practitioner and noted that the steri-strips were coming off. The general practitioner then removed the steri-strips and the pocket opened the next day. Moreover, a pocket culture was performed and had a negative result for infection, hence, a new system was implanted. The pocket was flushed but there was no information provided if an intravenous antibiotic was administered. The lead was surgically abandoned. No additional adverse patient effects were reported.